Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. No UDI available.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision, left asr xl acetabular system, date of revision:(B)(6) 2012. Update- added revision date and reason for revision taken from (B)(6) dated (B)(6) 2013. Reason(s) for revision: pain. Update 1 dec. 2015: updated reason for revision to include alval / soft tissue reaction, aded manufacture and expiry dates to cup, head and sleeve. Queried stem details. Update file handler details. Taken from (B)(6) update 1 december 2015 (pd 1 dec. 2015).

Manufacturer narrative:
(B)(4). Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.